Manufacturer narrative:
D10 concomitant products: egiauxl, egiauxl endogia ultra univ xl stapler (lot#p4b0955); (B)(6) endogia ultra univ std stap (lot#p4h0907); egia60avm, egia60avm egia 60 artic vasc med sulu (lot#p4b0825); egia60avm, egia60avm egia 60 artic vasc med sulu (lot#p4b0825); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic right radical nephrectomy, renal artery, the user tried to fire the stapler, but it did not fire and would not released, the surgeon was able to jiggle it off the artery and put a new stale load on and tried it again with the same result. The doctor requested a whole new stapler and reload the had this on the renal artery and it would not fire and again it would not release, but was able to jiggle it off the artery without tearing it. At this point surgeon used a different type of stapler to compete the procedure. The surgical time was extended. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.